Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device didn't start-up. This occurrence was noticed at start-up during the booting process. A continuous audible alarm was observable after 1 minute of booting. No visible alarms where noticeable. The device log files (service log, error log, event log teslaspy log) were provided to hamilton. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device didn't start-up. This occurrence was noticed at start-up during the booting process. A continuous audible alarm was observable after 1 minute of booting. No visible alarms where noticeable. The device log files (service log, error log, event log teslaspy log) were provided to hamilton. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.